Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while trying to insert the trocar into the patient, the trocar broke and could not maintain pneumo. It would not click into sheath and the cannula was detached from the top portion of the port. Another trocar was used to complete the case. There was no patient injury.